Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose while using the ilet bionic pancreas, with particular concern for hypoglycemia and a documented meter reading of 69 mg/dl for about 30 minutes; the device issued low and urgent low alerts, the user treated with peanut butter, and no medical intervention or assistance was required. Symptoms included feeling off. Outcomes included no hospitalization and resolution with oral carbohydrate intake. Investigation included review of the ilet report, which showed periods of low and high glucose with the user within target most of the day and not announcing meals per training guidance, as well as provision of additional training and troubleshooting. Investigation of this case revealed no device alarms beyond low-glucose notifications and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear.